Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that the patient experienced overdose symptoms after last three refills and went to the emergency room after each refill. The pump was subsequently explanted.

Manufacturer narrative:
(B)(4). The investigation determined that the pump primed and flowed per specification.